Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was recently hospitalized. Customer also reported that the insulin pump returned an error alarm. Customer stated that the insulin pump's display was blank. Blood glucose level was over 300 mg/dl at the time of the call. No further information was provided.